Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a damaged pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that there is a crack between the reservoir chamber and the escape button. The customer stated that he may have rolled over it while sleeping. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.